Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic distal pancreatectomy, when firing over the pancreas, there was poor staple formation and the central part of the staple line is incomplete. Another reload was used to complete the case. There was no patient harm.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.